Manufacturer narrative:
The investigation was completed. Thrombosis/stroke: on (B)(6) 2025, it was reported that the patient had an embolic stroke. They had a successful thrombectomy to manage the issue. The root cause of the injuries were unable to be determined due to insufficient clinical details. Major bleed: it was reported on the first day of support that gi was consulted for hematochezia. No further details were provided. The cause of the clinical symptom cannot be determined as insufficient clinical details were provided. Pump suction: it was reported that the pump was experiencing suction on (B)(6) 2025. It was believed to be related to preload, so resuscitation efforts were made. No further details were provided. Data logs were reviewed, and the suction conditions on the first day of support were confirmed. There were many triggers of the suction alarm #14 (low pulsatility algorithm) as well as position unknown alarm #33. A closer look at the lt log during this period confirmed low pulsatility in the ps, which improved with time. The rt log of a specific suction trigger suggested that the alarms were triggering due to a combination of a trend down in mcmax values, as well as relatively low ps values. There was a mc spike with ms deviation on (B)(6), however, it was unlikely related to the low flows considering that suction alarms resolved between the evening of (B)(6) and the afternoon of (B)(6). Product was not returned for investigation. Based on the clinical details provided that low preload was suspected at the time of suction alarms and data log review confirmed suction conditions and low pulsatility of mc/ps, the cause of the low pump flows was determined to be patient condition related. Purge leak - pump: it was reported that a leak was noted from the purge sidearm retainer on (B)(6) 2025. All purge related metrics and pump performance remained unchanged, but the decision was made to explant the pump regardless. Data logs were reviewed and there were no relevant purge alarms. Also, purge pressure/flows were generally stable throughout the case until (B)(6). At this time, there appeared to be the start of a slight trend up in purge flows and down in pressures. However, the values remained within the expected range. Product was not returned for investigation. Since product wasn't returned, the origin of the purge leak could not be determined. However, based on the clinical details provided that the leak was noted to be from the purge sidearm retainer, the cause of the purge leak was determined to be a damaged sidearm. The device history review was completed and passed all post-sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. While on support, there was a gastrointestinal consult for hematochezia. There were suction events related to low preload. Resuscitation efforts were noted. A new m1 stroke occurred; the patient was taken to neuro interventional radiology for thrombectomy. The purge retainer began to leak. The decision was made to explant the pump. The patient survived.